Event description:
Results of "147 mg/dl" with a lifescan meter and "79 mg/dl" on a laboratory device, performed between 11-20 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. The meter was replaced.